Event description:
It was reported that during a procedure, the plastic piece broke off and fell inside patient. The piece was removed, procedure was completed successfully without a significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.